Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("the pet fibers in the coils that cause chronic inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and inflammation outcome was unknown. The reporter considered inflammation and medical device removal to be related to essure. The reporter commented: as per patient's social media comment "I learned my doc lost visualization, put one coil in incorrectly, pulled it out, and had to open another kit ". Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, inflammation. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Event : the pet fibers in the coils that cause chronic inflammation were added. Fu(1) and fu (2) process together. On 2-dec-2019: fu(1) and fu (2) process together. Social media received. No new information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.